Event description:
Surgeon partially implanted a lens. Upon insertion into the eye the lens wrinkled and tore. The lens was removed without enlarging the incision and no suture was required. No pt injury. It was unk what caused the lens to wrinkle and tear. The injector model that was used was a indigo-p. The facility was unable to provide the cartridge model or the injector and cartridge lot numbers.